Manufacturer narrative:
Information references the main component of the system and other applicable components are: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative. It was reported that when they representative previously reported the lead "sheeted off" they meant sheered off, and sheeted was a typo. They reported that the outside casing of the lead was pulled back, exposing the inner wire. No further complications reported.

Manufacturer narrative:
Other applicable components are: : product ID: 3998, lot# la4613, implanted: (B)(6) 2002, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins). It was reported that patient was having their 2009 ins removed and replaced with a new ins on (B)(6) 2018 . Rep reported that had loss of leg coverage paddle lead provided. Contributing factor to the issue was the age of the lead. Testing was done for diagnostic/ troubleshooting performed. No the issue was not resolved at the time of this report. No further patient symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient noticed the paddle lead didn't cover their legs when they woke up from surgery (B)(6) 2018. The cause of the loss of coverage was the lead broke. The paddle lead was not replaced yet. The ins was explanted and was disposed of by account. This information was confirmed with the physician. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). It was reported that the lead break was that it sheeted off when disconnecting from previous extension. They plan to replace all existing leads. Date of revision not scheduled likely the end (B)(6). No patient symptoms or complications were reported in this event.